Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt complained of increased pain and loss of appetite. The pump logs revealed multiple motor stalls ranging from 9 minutes to over 20 hours. No rotor study was performed. A catheter dye study was performed and revealed a patent catheter. The pt's pump was replaced. The pt recovered without sequela. The pt's pump contained morphine and clonidine.